Manufacturer narrative:
Date received by MFR: 27jun2019, date of report: 07aug2019. The manufacturer¿s international service technician confirmed the reported graphic user interface assembly issue. The service technician replaced the graphic user interface assembly to address the problem. The device successfully passed the performance specification testing after the repair was completed.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the charging indicator was not functioning. There was no patient involvement.